Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user wearing a dexcom g7 experienced difficulty pairing the sensor to the ilet, resulting in ¿connect cgm dosing stopped¿ and the user remaining off automated insulin delivery until manual blood glucose entries allowed run mode; upon connection, a blood glucose of 65 mg/dl was recorded, and insulin delivery had been stopped prior to connection. Symptoms included anxiety associated with a low blood glucose of 65 mg/dl lasting about 15 minutes without use of backup therapy and without medical intervention. Outcomes included temporary interruption of automated dosing without hospitalization or long-term sequelae. Investigation included case review and troubleshooting with education to assist with obtaining blood glucose values on the ilet and to address cgm pairing and dosing status. Investigation of this case revealed a cgm-to-ilet pairing failure with dosing stopped while the pump was disconnected, and available information indicated the ilet was not the cause of the low blood glucose. However, it was concluded, based on previously established findings for similar reports, that the cause of the cgm connection and dosing status issues could not be established.